Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 3 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted due to acute respiratory distress secondary septic shock. The patient decompensated immediately after admission, the pump flows dropped to less than 2 liters per minute. Echocardiogram showed severe right ventricular dilation. The pump speed was decreased. The patient required venoarterial to venovenous extracorporeal membrane oxygenation. The patient also required continuous renal replacement therapy. The patient had poor neurological recovery complicated by multifocal cerebrovascular accident. The patient¿s family requested to turn off pump support, subsequently the patient expired. The clinicians confirmed that there were no device issues associated with the event, the pump operated as expected and there was no pump pocket or driveline infection associated with sepsis. The manufacturer is reporting for stroke and the patient¿s death.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be determined through this investigation. Neurologic dysfunction, stroke and right heart failure are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.